Event description:
It was reported that the anesthesia system's auxiliary oxygen and suction device wasn't able to create the level of vacuum as expected. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the device on-site. The hospital had encountered the vacuum suction as weak during equipment preparation. It was observed that the suction device chamber contained some dirt. The maximum negative pressure created by the suction unit output was approximately -40 kpa. The specified range for the vacuum with the regulator in max position during suction are between - 60 kpa and - 90 kpa. The reported suction module is still being used by the hospital. The purchase order has not been accepted by the customer. Therefore, it has not been possible to perform a physical investigation of the suction module. We have not been able to establish how/if the dirt was removed. Our conclusion is that the reported contamination most likely caused the inability to create sufficient amount of vacuum.

Event description:
Manufacturer's reference number: (B)(4).